Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. Unit was received with the lock having both rotational and lateral movement and a residue buildup was present. Upon disassembly, it was noted that the lock needed new components added to replace worn internal parts; unit needed to be machined to have heli-coils added to large starburst threads; the set screw in the swivel base was tight; general maintenance and cleaning required; normal wear. The device history record review showed no abnormalities related to the reported failure and that it passed all required inspection points with no mrrs/ncmrs, variances/deviations, or rework related to the reported allegation. No manufacturing, workmanship, or material deficiency identified.

Event description:
An operating room clinical manager reported that a a1059 mayfield modified skull clamp caused a head laceration when positioning the patient for a posterior cervical fusion on (B)(6) 2018. Additional information received on (B)(6) 2018 indicated that the neurosurgeon applied the mayfield skull clamp with mayfield skull pins to the patient's head and locked the clamp in place. The patient was then turned for prone positioning with the neurosurgeon controlling the patient's head. The clamp loosened during the positioning and a skull pin lacerated the patient's head. The patient was then re-positioned supine on the gurney. The skull clamp was removed and the physician assistant had to suture the scalp laceration prior to re-positioning. The mayfield skull clamp was removed from service and a different mayfield skull clamp was then reapplied by the neurosurgeon. The patient was positioned prone without further incident. Surgery delay and additional anesthesia time was approximately 30 minutes. Additional information has been requested.